Event description:
Used diathermy to decrease pain at coccyx area "4 ... T", have used this several times with no heat complaints from pt. Today pt complained of heat, stated "my butt is hot", when checked, skin was very hot to touch, redness seen at that time. Patient complains excessive heat on coccyx area during diathermy treatment. Twelve minutes into 20 minute treatment time, pt complains of his butt "burning hot", treatment stopped. Checked skin, without gloves , pt's skin was "hot" to touch, redness seen, diathermy used without pt having sheet, undergarments and duoderm patch on. Pt rechecked 30 minutes after, redness and heat still apparent. Re-checked again 1 1/2 hrs, slight redness seen. Re-checked again 3 hrs, no redness or irritation seen. Re-checked next day, no irritation or redness seen. Dose or amount: 20 min "4...t"; 20 min "2...t". Frequency: 2 or 3 times per week; 2 or 3 times per week. Route: .diathermy - topical. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: decreased pain coccyx sore; decreased pain coccyx area. Event abated after use: yes. Event reappeared after reintroduction: no.